Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05099. It was reported the patient leads migrated after a fall. The issue was confirmed with x-ray. In turn, the leads were repositioned on (B)(6) 2021. Therapy was restored post-op.